Event description:
It was reported that during an ankle scope procedure, the pump began to spin quickly causing compartment syndrome of the ankle. The surgeon tried dropping the pressure, but this did not help. The patient was transferred to the main hospital and was released in 2008. Follow up reported that the patient is doing well; he has experienced a longer recovery time than planned, but has had no other complications. Although it has been requested, no further patient information was provided and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Note regarding lot #: the lot number provided by the initial reporter was not a valid lot number for this product. No information was provided in response to lot number clarification request. It is unclear if the device will be released by the facility and returned for evaluation. If/when the device is returned, the lot number can be determined. A review of the device history record and complaint history for this part/lot combination will be conducted at that time. If the device is returned and/or additional patient information is obtained, a follow up report will be submitted.